Manufacturer narrative:
The technician found all four brake casters needed adjusting. He adjusted all four brake casters to repair the stretcher.

Event description:
Info received indicates all four brake casters still roll when in the brake position.